Event description:
The customer reported being medically treated for diabetes ketoacidosis in (B)(6) 2011. The customer has been experiencing high glucose for several months. The customer stated that she will treat with manual injections at this time. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.